Event description:
It is reported that the device was implanted on (B)(6) 2005. Device was revised on (B)(6) 2007, due to loosening.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.